Manufacturer narrative:
An event regarding alleged right knee pain involving a us shapematch cutting guide was reported. The event was not confirmed. Method and results: device evaluation and results: device evaluation was not performed as no devices were received. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿the pi as submitted although with limited data does not appear to be related to the use of shape match cutting guides or the triathlon implant. While this case was within the scope of product recall ra 2012-171, this pi was not felt to be related to the shapematch cutting jigs.¿ device history review: confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing.the exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Maude report, mw5033716, reported: "volun 08-jan-2014: had my knees replaced (right one on (B)(6) 2011 and second one, on (B)(6) 2011) using stryker shape match cutting guide. Now, almost 2 years later, having severe pain in my left knee. Seeing my surgeon's assistant tomorrow to see what is going on (B)(6) 2014). I cannot walk, bend my knee without pain. Went through all of this twice already, first time the right, with surgery, recovery and therapy and then the left. I am tired of pain."

Event description:
Maude report, (B)(4), reported: "volun (B)(6)-2014: had my knees replaced (right one on (B)(6) 2011 and second one, on (B)(6) 2011) using stryker shape match cutting guide. Now, almost 2 years later, having severe pain in my left knee. Seeing my surgeon's assistant tomorrow to see what is going on (B)(6) 2014). I cannot walk, bend my knee without pain. Went through all of this twice already, first time the right, with surgery, recovery and therapy and then the left. I am tired of pain."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).